Event description:
On 4th april 2024, it was reported by a sales representative via email that an ar-12990n-1, scorpion needle, knee broke when passing through the meniscal root. This was detected on (B)(6) 2024 during use in a meniscal root repair procedure. Procedure was completed successfully as another needle was used.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation cannot be confirmed as the device was not returned for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a use error.